Event description:
Sensor error found on the catheter, as it did not communicate with magnet field. Ep reviewed. When the catheter was connected to the cable, there was no sensing displayed on the screen. Troubleshooting was performed, but unsuccessful. The catheter was removed and a new catheter was used. The new catheter worked fine. No injury to the patient.